Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2013. Legal counsel reports patient allegations of dislocations. There has been no revision reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02334 / 02335).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2013. Legal counsel reports patient allegations of dislocations. There has been no revision reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip reduction procedure approximately two months post-implantation due to dislocation. Subsequently, patient experienced two addition dislocations and underwent revision procedure approximately three months post-implantation due to recurrent dislocations. During the procedure, instability of the joint and the presence of a hematoma were noted. The femoral head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The initial medwatch submitted on april 1, 2014 should have had notification date march 5, 2014.